Event description:
The explanted generator and lead were returned to the manufacturer on 11/24/2015. Analysis of the generator was completed and no abnormal performance or any other type of adverse condition was found with the pulse generator. The device performed according to functional specifications. Analysis of the returned lead was completed. Note that a large portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device which may have contributed to the stated complaint. Note that since a large portion of the lead assembly (body) including the electrode array section was not returned, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
It was reported that a vns patient underwent full vns system explant due to infection. It was reported that explant surgery was completed on (B)(6) 2015. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Return of the explanted generator and lead to the manufacturer is expected but it has not been received to date.